Event description:
Supertrack came out of gantry on window side of room, a patient was being transferred from wheelchair to bed when track dislodged from gantry on window side of room. No injuries reported.

Event description:
Supertrack came out of gantry on window side of room, a patient was being transferred from wheelchair to bed when track dislodged from gantry on window side of room. No injuries reported.

Manufacturer narrative:
Manufacturer determined the set screws on the transition gate were not fully tightened, so over the time they loosened and move along the fixed rail with the gantry rail, thereby allowing the gate to disengage and the pin to drop back down into the rail, resulting in the failure. Also, the ceiling bracket strips which were sent at installation were not installed per manufacturer recommendations. Root cause: installation not per manufacturer recommendations. Corrective action: install ceiling bracket strips and loctite per manufacturer recommendations to every set screw on each track bracket. Installers and preventive maintenance inspectors require training.